Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing laser failure during surgery. The case was completed without patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review). The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on march 14, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming core module. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).